Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(4), and the reported right distal popliteal artery clot could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient ultimately expired on (B)(6) 2022 due to a driveline infection; the patient outcome is addressed under MFR#: 2916596-2022-10948. It was reported that mlp-018008 would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) s currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for mlp-018008 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's international normalized ratio was subtherapeutic and that the patient was in pain. The patient had a computed tomography (CT) angiogram that revealed a clot in the right distal popliteal artery. A thrombectomy was performed and the clot was removed.